Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet screen shattered and unresponsive, and a replacement was arranged; during the incident the user experienced out-of-range glucose that was corrected with insulin injections and the device provided high/low alerts. Symptoms included thirst and body aches. Outcomes included the need for non-medical assistance from a companion and temporary interruption of pump therapy until replacement. Investigation included customer support triage, confirmation of shipping and return logistics, user education on shutdown to prevent further alerts, and guidance to continue cgm use with the dexcom app or receiver. Investigation of this case revealed a damaged display rendering the device nonfunctional, consistent with external physical damage to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or impact.